Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as functional testing found that the instrument blades open and close properly and passed latex cut testing. The instrument moves intuitively with full range of motion in all directions. Engineering also observed charring on the tube extension and proximal clevis, indicative of arcing related damage. The distal end of tube extension has a .105" x .055" char mark at the interface with the proximal clevis. The proximal clevis also exhibits charring directly above the tube extension char mark and next to the exposed section of the proximal clevis silicone seal. A section of the proximal clevis seal has material removed as a result of thermal damage. The location of this damage is approx where the tip cover silicone meets the ultem sleeve. The instrument passed electrical continuity testing. No other damage was found. A mcs tip cover accessory was returned with the instrument, however, the tip cover accessory does not exhibit any signs of arcing.

Event description:
It was reported that during a da vinci s surgical procedure, the blades of the monopolar curved scissors instrument would not open. No additional info was provided. No pt harm, adverse outcome or injury was reported. Although the customer reported malfunction does not in itself constitute a reportable incident, during internal evaluation of the instrument, engineering found evidence of arcing. No pt harm was reported, however, we assessed the evaluation results and conservatively decided to report our findings as it cannot be determined whether or not the arcing occurred during a surgical procedure.